Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the charged coupled device was damaged which caused color problems and noise on the image, scratches were on the protective coating of the bending portion of the device, control unit, switch 1, right/left plate, protector of the universal cord, light guide connector, light guide cover glass, video connector, and video connector case, the adhesive on the protective coating of the bending portion of the device was chipped, switch 1 was dirty, the video connector was cracked, the up angulation was out of specification, and the insertion pipe was loose. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope was producing a green image with vertical lines. The issue was found during an unidentified, therapeutic procedure that was completed using a similar device. There were no reports of patient harm.